Event description:
Information was received from a patient representative and healthcare providers (hcps) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported on (B)(6) by a patient representative that the patient had been admitted to the hospital for the past four days with what they thought may have been related to withdrawal. The patient was experiencing delirium and shaking, and was in a lot of pain. The patient was up for 3 days and not able to sleep because of the pain and 'spiraling back and forth between being incoherent'. The patient representative also stated that the patient was very agitated and aggressive. The hcp was evaluating for a possible malfunctioning pump. The hcp reported that they were not aware of any pump alarming. An agent provided the hcp with contact information for the national answering service (nas) to get them in contact with a local manufacturer representative (rep). The hcp reported that the patient had an MRI done in the hospital on (B)(6) and 'over the weekend, and a rep came to check the pump on (B)(6). The patient representative stated that the pump malfunctioned and was turned off, and when the rep came out they turned the pump back on. On (B)(6), the patient representative stated that the patient was in the hospital again. The patient was having withdrawals, confusion, and pain on the left side. The hcp reported that the patient was not feeling like the pump was dispensing. The patient representative stated they thought the pump might have turned off again due to MRI. It was requested that a rep come back out to check the pump. An agent provided the hcp with the number for the nas.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Please see b5 for approximate date range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-40: analysis identified that the pump passed all testing in the laboratory and no anomalies were identified. 8709: analysis identified that no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received and noted that the patient had passed away on 2026-feb-2026. No further information was reported.